Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer required repair. The programmer powered up with an error. The xy board was replaced and calibrated. It was also determined at analysis that the fan was intermittent and noisy. The keyboard hinges were broken, and the tab was broken but functional. The media bay door latch was broken. The hard drive was reconfigured reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required repair. It was further reported after an update the programmer began to omit sounds and the stylus function was disabled, followed by a blue screen the programmer could not be used. The product has been returned for service. There was no patient involvement.